Event description:
The pt sustained a burn to her left posterior thigh during a right hip diagnostic arthroscopy procedure. A vulcan monopolar thermal machine was being used during the procedure to shrink tissue surrounding the joint. The machine alarmed, and when staff checked all connections, they found that the bovie pad had loosened, and was partially detached from the thigh. The pad was replaced, and the surgery proceeded without further incident. When the bovie pad was removed at the end of the procedure, burns were noted on the thigh. The pt will most likely have a scar. See scanned page.